Manufacturer narrative:
No further information is available at this time. The complaint device has not yet been returned for evaluation. Additional information will be available upon completion of the complaint investigation.

Event description:
The flo steady pump was not clamped correctly to pole where it fell and shattered upon hitting the floor. This event occurred during preparation for the procedure, so there was no pt involvement.